Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis and patient death occurred. The 90% stenosed, eccentric lesion being treated was located in the proximal left anterior descending (lad) artery. The lesion was not predilated. The physician placed a 2.75x20mm taxus express2 drug eluting stent. The stent was post dilated with a 3.0x15mm quantum maverick balloon. Later that day, a stent thrombosis occurred. The patient was taken to surgery and they ballooned the thrombosis. The patient expired. The cause of death is unknown. Additional information was requested, but not provided.